Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5091296 that a female patient underwent a breast surgery with unspecified saline implants and suffered several unexplained systemic symptoms, including vertigo, brain fog, memory issues, shoulder pain, back pain, leg pain, headaches, gastrointestinal issues, nausea, stomach cramps, diarrhea, tachycardia, and anxiety . The patient stated that several tests including MRI, stress tests, holter monitor, and blood work were performed. However, the results were all within normal limits. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This report is for the right prosthesis.